Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A clinical review of the reported event will be performed. The customer will be provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device powered off unexpectedly during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device and found no fault with the device. A review of the electronic records from the device revealed that during all 9 power-ons, the device powered off suddenly without entering the shutdown sequence, which would indicate power had been removed from the device. This indicates user error for the device powering off, potentially an issue with pad-pak seating. A clinical review of the event was performed and observed the patient presented with a non-shockable rhythm for the duration of the event. The device performed to specification. The customer was sent a replacement device, and the returned device was scrapped by heartsine.

Event description:
The customer contacted their distributor to report that their device powered off unexpectantly during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.